Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ while a definitive root cause for this event could not be established, based on the results of the investigation, it is believed the age deterioration caused the reported event. An image was provided which depicted a video connector with a worn-out latch. Factoring in the device¿s manufactured date (30jan2014), investigation believes that repeated long-term use compromised the latch and caused the issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be duplicated. Unit successfully passed all functional tests. However, a charred led cable was noted, the video connector latch was worn out and causing image loss when the pigtail was moved. Additionally, the connector block was worn out and causing an unsecured connection to the light guide. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system center displayed a b error code during use. According to the initial reporter, the unit was converting to nbi on its own. There was no patient harm or consequence reported as a result of this event.